Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty using the touchscreen to unlock the pump. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump performed as expected. The customer was advised not to rush through unlocking the pump screen. Customer acknowledged.